Manufacturer narrative:
H6: corrected. Manufacturer narrative: the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, and instability or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear, and instability could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.

Event description:
It was reported via legal documentation that a patient had a right total hip arthroplasty on 08 feb 2016, and then experienced revision surgical procedure on (B)(6)2023 approximately 7 years and 5 months after initial implant. No images were provided. There is no device information provided. There is no other information available.

Manufacturer narrative:
Pending investigation.